Event description:
Reporter stated that the following blood glucose comparisons were performed using the accu-chek performa system and a laboratory instrument: 38 mg/dl (meter), 73 mg/dl (lab); 46 mg/dl (meter), 86 mg/dl (lab); 57 mg/dl (meter), 87 mg/dl (lab); 35 mg/dl (meter), 71 mg/dl (lab); 41 mg/dl (meter), 73 mg/dl (lab); 37 mg/dl (meter), 63 mg/dl (lab); 50 mg/dl (meter), 74 mg/dl (lab). No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in foreign country.